Manufacturer narrative:
Because the device was not returned and no further information was available, livanova's investigation was limited to a review of the device history records and a scientific literature review. Without the return of the device or any further information, livanova is unable to conclusively determine the root cause of the event. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at livanova (B)(4) corp., the results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Structural dysfunction is the major cause of failure of bioprosthetic heart valves. The principal underlying pathologic process is cuspal calcification; secondary tears frequently precipitate regurgitation. Calcification can also cause pure stenosis owing to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification), but calcific deposits extrinsic to the cusps may develop in thrombi or endocarditic vegetations (extrinsic calcification). Several clinical factors are associated with an increasing of the valve degeneration and calcification (e.g. Age, smoking, hypertension, diabetes, coronary heart disease). The complexity of the interactions, patient-prosthesis, which are triggering the calcification process, is also based on individual predisposition, drug treatments and risk factors (e.g. Hypertension , dyslipidemia , and diabetes ). It is possible that patient risk factors may have played a key role in the structural valve deterioration. However, no clinical history of the patient was provided.

Manufacturer narrative:
Device is not yet available for the return to manufacturer. Device will be returned to manufacturer on a later date.

Event description:
The manufacturer was notified on (B)(6) 2015 that mitroflow valve (dla, size 23) was explanted after 3.76 years. Patient received a mitroflow dla23 (serial number (B)(4)) on (B)(6) 2012. The patient in 2015 returned to dr (B)(6) due to symptoms and it was determined that there was an issue with the implant. It was stenotic with an eoa of 0.6cm2, mean gradient of 33.32 mmhg, grade 4 ventrical (they had a grade one ventrical after their first surgery) and moderate to sever ai. The patient went in for surgery on (B)(6) 2015. The mitroflow was removed and replaced with a perceval s (size s). The surgeon attempted twice to come off pump, before inserting a balloon pump. The patient's heart was not strong enough to come off pump and the patient did not survive the procedure.